Manufacturer narrative:
This is a supplemental report for MFR report# (B)(4). The subject otv-s7proh-hd-10q was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked following items of the subject device. The subject device was the following condition. - the water-tightness test of the subject device failed. - the packing inside the subject device has deteriorated. - there was a clearance gap in the boot on the camera head side. Omsc surmise that because the cable of the subject device was kinked, the adhesive of the subject device came off the subject device by excessive force. From the above, omsc surmise that this phenomenon has occurred because some liquid has entered inside the main body of the subject device. Omsc also checked the device history record of the subject device, and there was no irregularity found. The instruction manual of otv-s7proh-hd-10q already mentions cautions for the device handling.

Manufacturer narrative:
This is a supplemental report for MFR report. The subject otv-s7proh-hd-10q was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the outside of the video connector of the subject device. There was the corrosion on the electrical contact of the video connector. When omsc checked after connecting the subject device and the video system center of the omsc equipment, no endoscopic image was displayed on the monitor. The corrosion on the electrical contact of the video connector was observed. They may cause this phenomenon. The cause of the corrosion on the electrical contact may due to the improper handling of reprocessing of the user. The instruction manual of otv-s7proh-hd-10q already mentions cautions for the device handling.

Manufacturer narrative:
The subject otv-s7proh-hd-10q was returned to olympus medical systems corp. (Omsc) for evaluation. In the future, omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the otv-s7proh-hd-10q, the abnormal endoscopic image appeared on the monitor. The user replaced the subject otv-s7proh-hd-10q to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.